Event description:
G2 ivc filter found to be multiply fractured (total 6 pieces 3 arms fractured and 2 legs) with one arm embolized to the right ventricle. Filter and all pieces removed except one left in an extravascular location (in excluded aaa sac). Of note, the filter was placed in 2008, however appears to have fractured and embolized within the past year.